Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, while transecting the infundibulopelvic (ip) ligament and associated vessels, the system produced a non-recoverable fault and automatically restarted the system without prompting the site to restart. There were no error messages produced. The event occurred during a critical time, and due to the restart, it caused a delay in controlling bleeding, contributing to increased unexpected blood loss. The following information is unknown: the cause of the bleeding, the estimated blood loss associated with the complication, and what specific medical intervention was rendered due to the bleeding. Once the system restart was completed, the bleeding was controlled; the procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) reviewed the logs for the system associated with the reported event and with the provided event date. No unusual system issues were identified.